Manufacturer narrative:
The instrument has been evaluated. The field service engineer evaluated the instrument and found the tip clamp and plunger clamp in the reported problem area of the pipette assembly were bad. All the tip clamps and lld contact springs were replaced. Three plunger clamps were replaced. The secondary rack support was loose causing a left-right shifting. The rack was tightened. The instrument was tested without further problem and returned to service.